Event description:
Related manufacturer reference number: 2017865-2023-19509. It was reported that a patient presented in-clinic with syncope and multiple signal artifact episodes on both the right atrial and right ventricular lead. No over-sensing was reported. The patient's leads were explanted and replaced on (B)(6) 2023 and further programming changes were made. The patient was stable throughout the intervention.